Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or displacement accuracy test due to display anomaly. Unable to verify missing segments or partial display due to display anomaly. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 314 mg/dl. The customer's current blood glucose is 355 mg/dl. The customer was treated by emergency visit and given shot of insulin. The customer also states had a blank display, no report of pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was done for high blood glucose and under delivery however, the customer declined to continue further troubleshooting. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.